Event description:
Reporting status: serious injury - medical intervention / permanent damage. Reporting rationale: stent dislodgement requiring medical intervention; remains in pt. Device issue: stent dislodgement. It was reported that the pt had a previous cath procedure earlier that day and the proximal lad was treated with another stent. The pt then came back to the cath lab later the same day and an attempt was made to stent the distal lad, which was actually attempted earlier in the day, but was not successful. The mini vision was taken through the other stent distally; however, it would not cross the lesion. When it was pulled back, it got hung up on the other stent and it dislodged from the stent delivery system. The mini vision stent was then compressed against the wall within the other stent with a balloon catheter. The case continued with the diagonal being treated with two mini vision stents and the case was completed. No pt effects were reported and the pt is doing well. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. The inability to cross a lesion can be affected by numerous factors. Potential causes of dislodgement may include improper or inadequate crimping at the time of MFR, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal; however, none of the info suggests any of these causes is the most likely cause. The reported difficulties experienced during the procedure appear to be related to the operational context of the device. There does not appear to be any indications of a product quality problem.